Manufacturer narrative:
Block e1: initial reporter's address: (B)(6) block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the device manufacture dates is unknown. This is a non-sterile device with no expiration date. Block h6: device code a0401 captures the reportable event of brush head detached . Block h10: one hedgehog double-end brush was received for analysis. A visual analysis was performed and it was found the handle with the large brush had a kinked brush. The small brush had broken off at the tip and was returned separated from the catheter. No other issues was found. The reported problem was confirmed. Based on all gathered information, the large brush which was returned kinked, is consistent with excessive use of force being applied during use. The small brush, which is intended for use in valves and was returned separated from the catheter, is consistent with excessive torque and penetration during use. It is likely that excessive force was used on the brush inside the scope, or it was torqued while in the valve. The interaction between the user and device, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Therefore, the probable cause chosen for this complaint is unintended use error caused or contributed to event. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hedgehog was used for scope cleaning on (B)(6),2021. During scope cleaning, the tip of the brush was bent and separated while cleaning the inside of the pipeline. The bristles was scraped off with a grasping forceps. Another hedgehog brush was used to complete the scope cleaning. There was no patient involvement with this event.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device lot number; therefore, the device manufacture dates is unknown. This is a non-sterile device with no expiration date. This event was reported by the distributor. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog was used for scope cleaning on (B)(6) 2021. During scope cleaning, the tip of the brush was bent and separated while cleaning the inside of the pipeline. The bristles was scraped off with a grasping forceps. Another hedgehog brush was used to complete the scope cleaning. There was no patient involvement with this event.